Event description:
Abbott diabetes care received a medwatch report about one of its devices. A customer said they received a recall letter and that two of their devices were included. There were no reports of adverse health impact or need for medical treatment. No contact information was provided to adc; therefore, adc is unable to attempt any follow-up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. Abbott diabetes care (adc) is unable to further investigate the reported complaint due to the absence of an alleged device deficiency. Reference mw5181366. All pertinent information available to adc has been submitted.